Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 an unexpected cgm application shutoff occurred. No additional event or patient information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 an unexpected cgm application shutoff occurred. No data has been received for evaluation. Confirmation of the complaint could not be determined. The root cause could not be determined.